Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date the issue began is unknown. Additional product codes for this report include gxl. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: part number - 05.000.008 / serial/lot no: (B)(4)/5680579 a service history of the past three years has been reviewed. The item was previously returned for service on february 11, 2014 due to motor failure. The customer called in a service request for this item on november 10, 2015 and reported the device as ¿inoperable - runs continuously.¿ the previous service condition of motor failure is relevant to the current complained issue. The manufacture date of this item is january 3, 2008. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motors of three (3) hand pieces for battery powered drivers run continuously. The issues were discovered in the sterile processing department with no patient or procedural involvement noted. This report is 2 of 3 for (B)(4).